Manufacturer narrative:
Follow-up information received on 24-sep-2014. No new clinical information. Follow-up information received on 14-oct-2014. The patient´s initials and date of birth were updated. Her ethnicity was caucasian. It was reported that a short segment of coils were detached after deploying the essure device. Otherwise it was a satisfactory outpatient procedure. Patient did not attend for hsg but x-ray showed both devices in a satisfactory position. The product technical complaint investigation and final assessment were received on 25-nov-2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: the complaint narrative as reported states a segment of coils came off from.... Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the microinsert, the outer coil may sever itself as it is being deployed from the catheter. In typical situations, this severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient and it is an anticipated failure mode. Medical assessment: this ptc was initiated due to a reported product quality issue and a usability issue. However, no adverse events were reported at this point in time. Neither batch number nor complaint sample were provided for further investigation. The technical assessment concluded unconfirmed quality defect - but plausible. According to the technical assessment a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. In summary, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 886 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, a segment of the coils came off from the right device. The reported event is non-serious and listed according to technical analysis. Single cases have been reported of essure breakage. In the present case, it was reported that during the insertion procedure, a segment of coils came off from the right device. Therefore, given the nature of the reported event, it was considered as related to essure. The was regarded as other reportable incident due to the reported device breakage (malfunction). The product technical analysis concluded that a quality defect was not confirmed but considered plausible. As no adverse events were reported at this point in time, a causal relationship to a potential quality defect cannot be assessed. Further information is not expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician stated that during the procedure, a segment of coils came off from the right device. There was otherwise no difficulty, no obvious perforation. Two coils were seen on the right and three on the left. She couldn't come for a hysterosalpingogram, then a x-ray was performed first. Physician was advised by other physician that the central stainless steel part with the nitinol was seen in the x-ray, the part of the coils came out and the connection did not work properly. Reporter stated that will try and get patient in for a hysterosalpingogram now, as she was concerned about the right device. No further information was provided. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, a segment of the coils came off from the right device. The reported event is non-serious, unlisted according to the reference safety information for essure and was regarded as other reportable incident due to the reported device breakage. Single cases have been reported of essure breakage. In the present case, it was reported that during the insertion procedure, a segment of coils came off from the right device. Therefore, given the nature of the reported event, it was considered as related to essure. A product technical analysis and follow up information have been requested.